Event description:
It was reported that pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to perform pump reset, completed reset, and was then able to interact with pump screen, so issue was resolved and no further action was required.